Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that his daughter changed her infusion set three times and all three times insulin had squirted from the tubing during the priming process. The patient's blood glucose at the time of incident was 113 mg/dl. The customer was unable to confirm the presence of a compromised force sensor system alarm due to being stuck in the rewind process. The drive support cap was inspected and it was sticking out. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump alarmed compromised force sensor system during the basic occlusion test and was unable to prime during the prime test due to a loose/protruded drive support disk. Unable to complete the functional testing due to the alarm. The pump was received with a cracked case on the display window corners, a cracked lcd window, minor scratches on the lcd window, a broken reservoir tube lip, and cracked battery tube threads.